Event description:
It was further reported that in (B)(6) 2014, 100% stent thrombotic occlusion in the mid right coronary artery (rca) extending into the distal rca was treated with balloon angioplasty. Acute occlusion of the previously placed study stent located in the proximal cx was 100%.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07228, 2134265-2014-07229, and 2134265-2014-07234. (B)(4). It was reported that stent thrombosis occurred and myocardial infarction was experienced. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was a de-novo lesion located in the proximal left anterior descending (lad) with 90% stenosis and was 18 mm long with a reference vessel diameter of 3 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm taxus element drug-eluting stent. Following post dilatation, residual stenosis was 10%. The patient was discharged on aspirin and clopidogrel. Seven days later, the patient returned to the catheterization lab for staged procedure for stent placement. Target lesion #2 was a de-novo lesion located in the distal left circumflex (lcx) with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of a 20mm x 2.25mm taxus¿ element¿ drug-eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de-novo lesion located in the proximal lcx with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with pre-dilatation and placement of a 16mm x 2.50mm taxus¿ element¿ drug-eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion #4 was a de-novo lesion located in the mid right coronary artery (rca) with 85% stenosis and was 28 mm long with a reference vessel diameter of 3 mm. Target lesion #4 was treated with pre-dilatation and placement of a 32mm x 3.00mm taxus¿ element¿ drug eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion #5 was a de-novo lesion located in the proximal rca with 80% stenosis and was 32 mm long with a reference vessel diameter of 3.5 mm. Target lesion #5 was treated with pre-dilatation and placement of a 38mm x 3.50mm taxus¿ element¿ long drug eluting stent. Following post dilatation, residual stenosis was 0%. Subsequently, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, patient was admitted with chest pain. The patient's troponin values were found to be elevated and an event of myocardial infarction (mi) was reported. Subsequently, ECG was performed which revealed a non q wave mi with st segment elevation and depression. The subject experienced recurring chest pain and ischemic symptoms were also observed. The angiography revealed thrombotic occlusion of the previously placed study stent located in the mid rca was treated with a 3.5 mm x 38 mm non-bsc drug eluting stent. The angiography revealed acute occlusion of the previously placed study stent located in the proximal circumflex (cx) was treated with balloon angioplasty. Three days after, the event was considered to be resolved without residual effects and the patient was discharged on same day.

Event description:
Same case as MDR ID: 2134265-2014-07228, 2134265-2014-07229, and 2134265-2014-07234.it was further reported that in september 2014, medication was given to treat the events. The patient was discharged 2 days after the event of stent thrombosis.